Event description:
Alcon located in (B) (4) consistently allows the passing of defective cataract surgical lenses. I worked for them and observed on numerous occasions where the lenses would be dropped on the floor or would fail testing and several supervisors would order the employees to pass the lense anyway despite the dangers presented during installation of the lense into the human eye.